Event description:
It was reported, the video system center produced an e315 scope communication error code. A slight delay for the unspecified procedure was reported. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that some form of foreign object such as dust or detergent remnants got on the electrical contact points and compromised the connection. Olympus will continue to monitor the field performance of this device.